Event description:
During an orif tibia procedure, the surgeon could not get the fixator to tighten down. One of the bolts stripped, nothing broke but it would not tighten down all the way. The surgeon did not have a back up fixator, so he had to use another system (regular large ex-fix) to complete the procedure. The procedure was prolonged about 20 minutes because of this incident. The surgeon said the regular large ex-fix worked in the same way as the complained instrument would have worked.

Manufacturer narrative:
Device was used for treatment, not for diagnosis. In an abundance of caution this complaint was reviewed on (B)(4) 2013 and determined to meet the definition of a reportable event. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of the device history records showed, the lot was processed and conformed to the specification requirements and inspected/conformed to the synthes incoming final inspection sheet, the device exhibits evidence of scoring marks. A functional test showed the fixator screws tightened as per manufacturing specifications.